Manufacturer narrative:
Device received with intermittent button response due to connector unlocked on lcd board. No button error alarm during testing. Device passed displacement test and self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had button error. The customer's blood glucose value was 180 mg/dl. Customer reported that insulin pump doesn't work on some moments and doesn't respond to button presses also stated that it worked for most of the time. Customer reported when they tried to go to bolus, act and bolus button were not responding. The device will be returned for analysis.